Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient started experiencing lack of efficacy in (B)(6) 2015. The patient's diagnosis test performed was post void residual. The cause of effect was determined to be "lack of response, no change in clean, intermittent catheterizations."

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the implant was removed due to lack of efficacy according to the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.